Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple occlusion alarms. The customer's blood glucose level was 220 mg/dl and it was addressed with injections. System check could not be performed with tandem technical support as the occlusion alarm was not occurring at the time of the report.